Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, while closing the belly button skin, the edge of the needle broke and fell into the patient's cavity. An x-ray was performed to locate the edge of the needle. It was also noted that the surgical time was extended by more than 30 minutes. A new suture was used to complete the case.